Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all testing was performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the surgeon was using the device on hard tissue until he noticed that the hinge of the top jaw was not right. He found that the top jaw was about to fall off so he removed the device from the patient and exchanged it for same like product. No patient consequences reported. Procedure was completed with same like device.